Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that the display screen of the cobas b 221<4>=roche omni s4 system (b221) went blank. The customer turned off the instrument, turned it back on, and then started measuring patient samples. After measuring an unspecified number of patient samples, the customer noticed that all calcium (ca2+) results were around 1.00. The customer believed that there may have been something wrong with the b221 instrument. The customer contacted a field service engineer (fse) who asked the customer to check the unit settings for ca2+ on the instrument. The customer found that the units had changed from mg/dl to mmol/l. The laboratory always uses mg/dl to report ca2+. Before the customer discovered that the unit had changed, several patient ca2+ results were reported outside of the laboratory. One of the patients received treatment based on a result that was reported outside of the laboratory. This patient is fine and was not harmed. No adverse events were alleged to have occurred with the patients. The fse checked the analyzer and found that not only the ca2+ unit had changed back to a factory default setting of mmol/l, but also the blood type setting changed from "arterial" to the factory default setting of "unkown". The fse shut shown the b221 and re-started it, then everything worked fine. He checked for a loose power connection to the b221, but there were none. He shut down the instrument a second time to replace the measuring chamber of the instrument. The customer states that he did not touch the power switch of the b221 or the unprotected power source connected to the b221 at the time of the event. The customer did not know if there was a power failure of the instrument or if the screen had gone blank before their current issue.

Manufacturer narrative:
Investigations have determined that unit change can occur if there is an uncontrolled reboot of the instrument. This only happens when the units have been changed and were not saved by performing a controlled reboot of the instrument. The available instrument data indicate that exactly this has happened in this case. The units are always printed on the printouts next to the measurement values and are displayed on the screen.

Manufacturer narrative:
Upon review of the instrument data logs, a restart occurred on (B)(6) 2018 at 17:01 due to a power failure/ reboot of the instrument at approximately 13:29. Since the screen was blank, the customer turned off the power and then turned it on.